Event description:
A customer reported that each time they attempt to use the precision link data management system with their precision xtra blood glucose meter, the date and time settings on their meter reset. This is a known malfunction with the software that causes incorrect trending of glucose results. The customer additionally reported receiving readings on their meter that were lower than how they felt, and reported feeling dizzy, sick, and "red in the face." However, there was no report of death or serious injury associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa21dec2006 letter.